Manufacturer narrative:
Zoll medical corp has received the product and will be providing a f/u report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a pt, the device failed to discharge via internal handles. Complainant indicated that the clinician obtained another device using the same set of internal handles to continue treating the pt. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.